Event description:
When the physician used the subject device during a procedure, the ptfe pad was dislodged from the jaw. The physician reported a screeching sound before the pad became dislodged. The physician replaced the subject device with another device. The procedure was completed. There was no pt harm reported.

Manufacturer narrative:
The evaluation confirmed that the ptfe pad severely wore and was partially separated. There was a contact mark of the probe and jaw. The mfg history was reviewed, with no irregularities noted. Based on the eval and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears. In the course of separating, since the distal end of the ptfe pad wore severely and became thin, the probe and grasping section became contacting each other, and the scratches indicating that the probe and grasping section were in contact with each other were made. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (including after the tissue separated). The description in the instruction manual is cited below. Do no activate output for an extended period while the grasping section is closed without contacting tissue. Based upon the finding of the eval, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.